Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A partial lead with the distal tip measuring 40.9cm was returned for analysis. Externalized conductors due to internal insulation abrasion were noted at 9.9-11.9cm from the distal tip. Internal insulation abrasion was noted at 7.3-7.7cm, 14.8-15.7cm, and 10.2-10.7cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that when the asymptomatic patient presented in clinic for follow-up, an x-ray revealed externalized conductors on the right ventricular lead. The lead exhibited no electrical anomalies. The lead was explanted and replaced. The patient was in good condition following the procedure and will continue to be followed routinely.